Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Customer confirmed using the correct tandem charging cable and wall adapter, but the pump did not start charging after being plugged into a working outlet for 30 minutes. Technical support arranged to send a replacement charging cable and wall adapter via two-day shipping. Customer was advised to use syringes if the pump battery depleted before receiving the new supplies.